Manufacturer narrative:
(B)(4). Results: (other) - visual inspection of the returned product found optic is torn. Piece of plate haptic is torn off and missing. Lens was returned dry. There was evidence of dark surgical residue on lens surface. Conclusions (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated a (B)(4) collamer aspheric single plate lens was used. Additional information has been requested, but none has been forthcoming. When additional information becomes available, a supplemental medwatch will be submitted.